Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the woke up once and she had no battery left and there was not given any warnings that she was aware of. Customer¿s blood glucose level was unknown. Customer also reported that they received battery gives warning once and then did not state how much time have left. Customer stated that battery life was diminished from the first day of receiving the insulin pump, insulin pump rewinds slower than it was in the past and crack on the minilink transmitter. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed rewind test, self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms, audio/beep anomaly or rewind anomaly noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip.